Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the therapy electrode pads. The area was described as a raised irritation, the size of the pads, but with no broken skin. During a follow up, the patient reported that she placed a band-aid over the sore under the front therapy electrode pad and that it was improving. The patient indicated that a nurse recommended the use of zyrtec but it didn't help the irritation.